Manufacturer narrative:
Product complaint # ==> pc-000096956 additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? -no. If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? -no information. Does the surgeon believe there was any deficiency with the prolene or vicryl suture used in this procedure? - no information. Are the product code available for ethicon devices used? No."

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the prolene or vicryl suture used in this procedure? Are the product code available for ethicon devices used? Citation: ann thorac surg. 2016;102(4):1368-74. Http://dx.doi.org/10.1016/j.athoracsur.2016.03.072 - (B)(4)

Event description:
It was reported in journal article ¿randomized study of a new noninvasive skin closure device for use after congenital heart operations ¿that pediatric patients underwent cardiac operations through a median sternotomy from (B)(6) 2014 to (B)(6) 2015. The suture was used for closure of subcutaneous tissue. Post operatively, the patient may have experienced surgical wound infection which improved with antibiotics and washing with salt solution. The patient may have experienced surgical wound dehiscence and or surgical, treatment was not reported. Additional information has been requested.